Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138569. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138655. UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated causing a lot of pan. It was also stated that the patients leads had contacts out. The patient underwent a procedure wherein the ipg and leads were replaced and the patient was doing well postoperatively.